Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition with a missing rear label. Customer's complaint of keeps alarming and won't operate was verified. The event log shows no related errors. Service replaced the microprocessor board. The problem source is the microprocessor board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited alarms and would not operate. No adverse effects were reported.